Event description:
It was reported that the patient had the artificial urinary sphincter removed due to infection, redness, and fever. The symptoms occurred about 2 weeks prior to the explant surgery. A new artificial urinary sphincter consisting of a 4.0 cm cuff, pump, and balloon was implanted. The patient was stable following the replacement surgery.